Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose motor support disk. The displacement test functioning properly. Unable to verify the excessive no delivery alarm and perform the excessive no delivery test due to motor error alarm.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.